Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing was observed on the atrial lead and the right ventricular (rv) lead. Damage was suspected on the rv lead but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences. Additional manufacturer reference number: 2017865-2021-25865.